Manufacturer narrative:
The investigation for the low pump flow has been completed. The cp pump was returned for evaluation and was visually inspected. Biomaterial observed around impeller and purge gap. No broken blade found. No cannula kink observed. No other abnormality was noticed. Data logs were reviewed finding motor current (mc) spikes were observed in the data logs prior to the low pump flow. Suctions occurred at the reported time of the issue, then mc dropped with drop in flows without change in p-level. The root cause of the low pump flow issue was biomaterial ingestion.

Manufacturer narrative:
The impella pump and purge cassette were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
A complainant reported a patient was on impella cp support. While on support, the pump showed suction alarm two hours after submission to the intensive care unit. Reposition, echocardiography, volume status check was done, but pump had only 0.6 liters per minute on p8. It was decided to explant the pump. The patient survived the explant.